Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged. The dislodgement was confirmed with an x-ray. The physician attempted to reposition the lead but was unable to insert the stylet. The physician then attempted to remove the lead but it was unable to be removed due to fibrosis. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.